Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported following a trial procedure on (B)(6) 2025 the patient experienced urinary incontinence, new heaviness/weakness in the low back and legs, and shortness of breath in right ribs. Surgical intervention took place wherein the leads were explanted to address the issue. Once the leads were removed the issues resolved.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.